Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed and add'l info received, it will be submitted in a supplemental report.

Event description:
It was reported that, "loose acetabulum, little sign of ingrowth."